Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: course of surgery. Check in. General anesthesia. Antibiotic prophylaxis. 40 ml 0.25% marcain adrenaline in port holes. Capnoperitoneum via verres cannula and 10 mm scan export just above the umbilicus. The abdominal cavity is inspected briefly without remark. Additional usual port placement and nathanson's retractor to keep away the left liver lobe. Measures about 4.5 cm from the pylorus and divides the gastrocolic ligament with ultrasonic dissector along the curvatura major all the way to the left ¿krus¿. Hemostasis control, then struts along curvatura mines over a 35 ch tube with a total of one green and 4 blue 60 mm cartridges. Lateralizes 2 cm out from the left ¿krus¿. Leak check without remark. The ventricular specimen is removed via the lateral left trocar hole, macroscopically without remark, discarded. Pulls trocars under visual inspection. Closes the skin with a staples. The staple line is sewn over with v-loc 26/10 re-op preop. Assess. Operated with sleeve gastrectomy yesterday, essentially without complications. Next morning signs of intra-abdominal bleeding. Decided on laparoscopy. Capnoperitoneum with the help of scan export inserted above the umbilicus in the old incision without mandrin. Insert the optics and inspect relatively abundant blood at the usual locus to the left of the left lobe and below it. Can not, during rough inspection, inspect any large quantities down into the small pelvis. We can access the staple row and gradually suck the blood and thus get clean and be able to visualize the entire row of staples without signs of ongoing bleeding. Cleans a fairly large amount of clots to the left slightly dorsally about the ventricular tube and gets decently clean that way. No signs of ongoing bleeding in the gastrocolic ligament or down towards the gastro epiploica either. Then goes down into the small pelvis and shows a lot of free-flowing fluid / blood, no clots to speak of here. Sucks clean, again no signs of ongoing bleeding here. In summary, we have not been able to identify any reliable source for the postoperative bleeding, which, after all, was clearly present. Venous hb preoperatively 85 why we for the time being refrain from transfusion. We construct an 18 ch tube drain up under the left liver lobe along the ventricular tube, fastened. Besides that, we do nothing further but end the procedure. During the initiation of the operation, a gastroscopy was also performed under anesthesia, which showed completely normal conditions status post op gastric sleeve yesterday. No ongoing bleeding, no signs of congestion. Additional information was requested and the following was obtained: any staple formation issue identified throughout care of patient? No. Was buttressing material used? No. Why does the surgeon believe the gastric staple line was source of the bleeding? Because of the coagulated blood beside the staple line. Any issues with homeostasis in initial procedure? Not that I am aware of. Any adjunct used intraoperatively to include clip, suture, hemostatic agent or cautery? They routinely oversewing the staple line. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that re-op preop. Assess. Operated with sleeve gastrectomy yesterday, essentially without complications. Next morning signs of intra-abdominal bleeding. Decided on laparoscopy.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2021. The device associated with this complaint was not sent back for analysis. The account has provided product lots that might have belonged to the reported device. A device history review was performed for the provided lots and no non-conformances were identified.

Event description:
It was reported that re-op preop. Assess. Operated with sleeve gastrectomy yesterday, essentially without complications. Next morning signs of intra-abdominal bleeding. Decided on laparoscopy.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: course of surgery. Check in. General anesthesia. Antibiotic prophylaxis. 40 ml 0.25% marcain adrenaline in port holes. Capnoperitoneum via verres cannula and 10 mm scan export just above the umbilicus. The abdominal cavity is inspected briefly without remark. Additional usual port placement and nathanson's retractor to keep away the left liver lobe. Measures about 4.5 cm from the pylorus and divides the gastrocolic ligament with ultrasonic dissector along the curvatura major all the way to the left ¿krus¿. Hemostasis control, then struts along curvatura mines over a 35 ch tube with a total of one green and 4 blue 60 mm cartridges. Lateralizes 2 cm out from the left ¿krus¿. Leak check without remark. The ventricular specimen is removed via the lateral left trocar hole, macroscopically without remark, discarded. Pulls trocars under visual inspection. Closes the skin with a staples. The staple line is sewn over with v-loc 26/10 re-op preop. Assess. Operated with sleeve gastrectomy yesterday, essentially without complications. Next morning signs of intra-abdominal bleeding. Decided on laparoscopy. Capnoperitoneum with the help of scan export inserted above the umbilicus in the old incision without mandrin. Insert the optics and inspect relatively abundant blood at the usual locus to the left of the left lobe and below it. Can not, during rough inspection, inspect any large quantities down into the small pelvis. We can access the staple row and gradually suck the blood and thus get clean and be able to visualize the entire row of staples without signs of ongoing bleeding. Cleans a fairly large amount of clots to the left slightly dorsally about the ventricular tube and gets decently clean that way. No signs of ongoing bleeding in the gastrocolic ligament or down towards the gastro epiploica either. Then goes down into the small pelvis and shows a lot of free-flowing fluid / blood, no clots to speak of here. Sucks clean, again no signs of ongoing bleeding here. In summary, we have not been able to identify any reliable source for the postoperative bleeding, which, after all, was clearly present. Venous hb preoperatively 85 why we for the time being refrain from transfusion. We construct an 18 ch tube drain up under the left liver lobe along the ventricular tube, fastened. Besides that, we do nothing further but end the procedure. During the initiation of the operation, a gastroscopy was also performed under anesthesia, which showed completely normal conditions status post op gastric sleeve yesterday. No ongoing bleeding, no signs of congestion. Additional information was requested and the following was obtained: any staple formation issue identified throughout care of patient? No. Was buttressing material used? No. Why does the surgeon believe the gastric staple line was source of the bleeding? Because of the coagulated blood beside the staple line. Any issues with homeostasis in initial procedure? Not that I am aware of. Any adjunct used intraoperatively to include clip, suture, hemostatic agent or cautery? They routinely oversewing the staple line. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.